Manufacturer narrative:
Corrected data: in the initial report the date entered for the patient''s date of birth was incorrect. The correct date of birth of the patient (B)(6) 1970. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 1 day post op exam. The patient's chief complaint was of blurred vision on the od. The flap was refloated to resolve the striae on the right eye. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -6.00 x -.50 x 139; left eye pre-op 20/20 -5.50 x -.75 x 7.